Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The gas inlet valve was cleaned, and the unit was returned to service.

Event description:
The hospital reported that the unit does not function and alarms for non-circle mode activation. There was no report of patient involvement.